Event description:
It was reported that while the ventilator was sitting on a shelf, it started turning on and off by itself. The ventilator was not connected to a pt when the reported problem occurred.